Event description:
The customer reported that during a secondary infusion of sodium phosphate 6mmol in 120 ml sodium chloride 0.9%, the tubing broke and leaked at the "maladaptor" connection to the patient's central line. The patient did not receive the full dose of medication. The lab results drawn the following morning were sodium 148 (high) and phosphorus 3.3 (low but improved from previous of 2.9). There was no report of lasting harm to the patient.

Manufacturer narrative:
The customer¿s report that the tubing broke/separated and leaked at the male luer was confirmed. Visual inspection of the set showed that the pvc tubing was completely separated from the male luer. Examination under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Functional testing was deemed unnecessary due to the separation; fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customers report was identified as a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a secondary infusion of sodium phosphate 6 mmol in 120 ml sodium chloride 0.9%, the tubing broke and leaked at the "maladaptor" connection to the patient's central line. The patient did not receive the full dose of medication. The lab results drawn the following morning were sodium 148 (high) and phosphorus 3.3 (low but improved from previous of 2.9). There was no report of lasting harm to the patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a secondary infusion of sodium phosphate 6mmol in 120 ml sodium chloride 0.9%, the tubing broke and leaked at the "maladaptor" connection to the patient's central line. The patient did not receive the full dose of medication. The lab results drawn the following morning were sodium 148 (high) and phosphorus 3.3 (low but improved from previous of 2.9). There was no report of lasting harm to the patient.